Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_ascenda_cath, product type: catheter. Analysis of the pump revealed a gear train anomaly due to corrosion and wear, and a stall due to shaft-bearing. Analysis of the catheter found damage to the transition tubing, as well as damage to the pin connector and the retaining fingers of the pump connector. A melted area was identified on the catheter body approximately 1 cm from the pin connector. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal lioresal 2000 mcg/ml. The indications for use were intractable spasticity and cerebral palsy. There were three motor stalls in three days. A motor stall was seen at initial interrogation. The patient had not recently had an MRI. Pump status and/or event log indicated motor stall occurred. The pump had stalled and already recovered. The reason for the stall was unknown. No electromagnetic interference (emi) was present. The pump was to be replaced on (B)(6) 2016. There were no known reported symptoms or issues. The event date was noted to be (B)(6) 2016. The exact date of the motor stall was unknown. It was later reported that the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.